Event description:
The physician was unable to obtain post-operative images a patient during the re-warming phase of cardiac surgery due to the v7m transducer "quickly" reaching the maximum thermal limit. A second probe insertion was not performed due to the concern for patient safety.